Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with high watt alarms, hematuria, elevated lactate dehydrogenase (ldh), and a pump thrombus. The patient continued to deteriorate and ldh continued to rise. Patient elected for deactivation of vad and died.

Manufacturer narrative:
Product event summary: possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The (B)(4) was not returned for evaluation. The reported event was confirmed via log file analysis, which revealed an increase in power consumption beginning (B)(6) 2018 to parameters above normal operating range. Eleven high watt alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.